Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a pod400 coil and a px slim delivery microcatheter (px slim). It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician began to manipulate the proximal section of the px slim and it folded on itself. Subsequently, the pod400 coil unintentionally detached with 5cm of coil outside of the px slim within the vessel. Therefore, the physician removed the px slim and pod400 coil. The procedure was completed with a new px slim and pc400 coils. There was no report of an adverse effect to the patient.